Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the pump shutdown. Reportedly, after the pump was plugged into a power source the pump turned back on and the customer was able to resume insulin delivery. Customer's blood glucose level was not impacted.